Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin during the manual prime process. The customer¿s blood glucose was unknown at the time of incident. The customer was assisted with troubleshooting. Customer stated that the insulin pump had no delivery alerts and had to reset the insulin pump to correct the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected rewind anomalies noted. Device primed properly. No excessive no delivery or occlusion alarm noted.